Event description:
It is reported that inserting the implant, the surgeon observed a scratch on the ceramic inlay. A new device was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.